Event description:
It was reported that the device displayed error code 41622. This alarm event pauses the delivery of the pump until the error is addressed. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of error code 41622, error-motor-timeout. Review of event logs confirmed error 41622. There were no services previously reported. Reported error code could not be duplicated with functional testing. All tests passed within specifications twice.